Event description:
It was reported that in 2007, the pt went out with friends and began feeling ill in the late evening hrs and into the early morning hrs. An ambulance was called and the pt allegedly informed paramedics that he had a pump for baclofen. The pt also allegedly presented with high blood pressure and flu-like symptoms. At the emergency room, he was evaluated by an ER physician for withdrawal of baclofen and was given phenergan, dilaudid, ativan, oral baclofen, versed, and neosynephrine. The pt later developed cardio respiratory difficulties and eventually arrested. The pt died the next day. The autopsy revealed "hyperthermia due to acute baclofen withdrawal." It was alleged that the death was device related. The concentration and daily dose of baclofen being delivered via the pump were not reported.

Manufacturer narrative:
.